Manufacturer narrative:
(B)(4). This is a report of use error, where the transfer set was not completely connected to the patient line and became disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer pulled on the patient line and the line became disconnected from the transfer set. The nurse believed an incomplete connection was the cause of the disconnection. The technical services representative advised the patient to contact their peritoneal dialysis registered nurse immediately. There was no patient injury or medical intervention reported. No additional information is available.